Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for a low blood glucose value. At 9:30pm, the previous night, the customer administered two units of insulin to treat for pizza they had eaten. When the customer woke up, they went to turn on the ceiling fan but collapsed on the floor. Her spouse heard the incident and called 911. The customer had passed out and ems arrived on scene. The customer did not recall treatment of the hypoglycemia aside from asking them the date, their president, and other basic questions to test their faculties. Ems checked her blood glucose and it was 150 mg/dl. Additionally, the customer had experienced an unexpected high blood glucose of 419 mg/dl. The customer changed their infusion set and reservoir and resumed insulin pump therapy. Troubleshooting did not occur for the low blood glucose and high blood glucose. It is unknown if the auto mode feature was delivering insulin during the hypoglycemia and hyperglycemia events. The insulin pump was not returned for analysis.